Manufacturer narrative:
The pump was received with cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed during a bolus attempt. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for prime and rewind sequence. Customer as unsure if alarm occurred before or after the bolus attempt. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.